Manufacturer narrative:
Reporting facility phone number: (B)(6). Siemens has completed a technical investigation of the event. The root cause of this event could not be conclusively determined. The screw from the top front gantry cover could be reassembled. It is assumed that the screw was not sufficiently tightened as required by the maintenance instructions (artiste maintenance instruction th02-art.831.01.16.02: 3.10.1 system verification: pm covers correctly installed). Per the maintenance instructions, all covers must be checked during the third monthly maintenance service. A siemens customer service engineer replaced the screw and the issue was resolved. No further action is warranted at this time.

Event description:
It was reported to siemens by the customer that a loosened screw made a noise while the gantry was rotating and then the screw fell out of the gantry. The screw that became loose and fell out belongs to the top front cover of the gantry. The event did not occur during patient treatment. There was no injury to the user or other persons. If this issue were to reoccur due to improper installation (e.g. Stripped threads, fasteners not tightened), it may result in the gantry cover falling and hitting a patient. Patient injury, in a worst-case scenario, may be a moderate injury which requires medical treatment. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).